Event description:
Patient called alleging that segments were missing on their one touch basic meter. Medical affairs left a message for patient to call lfs to obtain more clinical information, since family member had mentioned in the notes, that patient was hurt, because the meter was not working. Patient had symptoms, which consisted off feeling dizzy and itchy. Patient visited md, since patient was unable to obtain a blood glucose reading. The md did not treat patient, and customer service was unalbe to resolve the issue and sent patient a new meter. Based on the information that is documented, medical affairs is documenting this case as a malfunction.